Manufacturer narrative:
Refers to the main device, other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 1000 mcg/ml of baclofen at 99.9 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient's catheter was to be replaced due to a return of the patient's spasticity. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. It was unknown what, if any, diagnostic/troubleshooting measures were performed. The patient's catheter was replaced and would be returned for analysis. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the catheter was disposed of per the hospital's protocol. No further complications were reported.